Event description:
It was reported that when using the bd pyxis¿ es server, facility was not showing up on the list to activate the meds. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the device involved in the incident, it was determined that the facility did not appear on the list to activate the medications. A technical support specialist (tss) dialed in to the application server, checked the facility formulary under cedar hills behavioral hospital, and found that 266 medications were marked as inactive. The customer mentioned that the pyxis admin corrected the medications needed. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, facility was not showing up on the list to activate the meds. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.